Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) - battery compartment and moisture issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a visual inspection of the pump revealed multiple battery compartment cracks. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of moisture observed inside the pump.